Manufacturer narrative:
(B)(4).

Event description:
It was reported "the light flickers when the handle and blade are connected properly. It can be excluded that the fault is with the blade as the blade was tested with other rusch greenled handles and with these it worked well".

Manufacturer narrative:
(B)(4), the sample was returned and sent to the manufacturer for investigation. The manufacturer reports "we have performed the functional testing of handle with blade and observed that handle is working perfectly, there is nothing abnormal with the light of blade after engagement with handle. Light was stable and glowing perfectly without any light flickering". The device history record of lot 200301 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation of the returned sample, the complaint could not be confirmed. There were no issues found during the visual exam and functional testing. The device was found to be within specification.

Event description:
It was reported "the light flickers when the handle and blade are connected properly. It can be excluded that the fault is with the blade as the blade was tested with other rusch greenled handles and with these it worked well".